Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report 3 medical interventions by paramedics in one week. Customer has complex regional pain syndrome and is concerned about nerve issues with the sensor needle being left in the body and when it has to be removed. Insertion device for sensors sent. Customer declined to speak with helpline for assistance. Nothing further reported.